Event description:
Boston scientific received information that this right ventricular lead was exhibiting impedance issues. The impedance measurement had increased from 500 to 1300 ohms in the past year. The patient was pacer dependent. The lead was electively explanted by laser and a new rv lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead was found dissected approx. 10 cm and 12 cm distal to the is-1 connector pin. 3 cm of the lead body were not returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The analysis of the returned fragments demonstrated a rubbed through insulation at approx. 5 cm proximal to the lead tip. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.